Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.